Event description:
It was reported to aci sales professional that a pt underwent a coronary diagnostic catheterization procedure on the last week of september (exact date not provided). Access was obtained via a 6f sheath. The physician, trained to the mynx closure device, proceeded to use mynx to close the femoral artery per instructions for use (IFU). Hemostasis was achieved successfully. The pt was ambulated and discharged per hospital protocol. Two weeks later (exact date unk), during her regular f/u visit, an ultrasound of the groin confirmed pseudoaneurysm (unk size). Since the pt refused to be treated with thrombin injection, she was referred to a vascular surgeon who proceeded to repair the pseudoaneurysm surgically in the or. No further clinical sequelae were reported, and the pt was discharged per hospital protocol.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. In addition, the lot number was not provided in order to perform a lot history review. Based on the info provided, the cause of the pseudoaneurysm could not be determined. Pseudoaneurysms are known complications of catheterization procedures, regardless of closure device use. They may also occur with manual compression. There is no evidence to suggest that the mynx device did not meet specification or perform as intended. The cause for the surgical procedure was to repair a pseudoaneurysm. The lot number was not provided, therefore, the expiration date and device manufacture date are unk.